Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed the patient¿s right ventricular (rv) lead exhibited sensing problems. No intervention was performed. The patient had no adverse consequences.